Event description:
Unknown brown object was observed in the sensor. Customer requested to check the dpt function also. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.